Event description:
Information was received that the 54 cm bipolar myocardial pacing lead was capped during an ICD change-out procedure for eri. No reason was stated. There were no additional adverse effects reported.